Manufacturer narrative:
Section g1-2 contact office: address updated. Section h6: updated coding. H10: additional information: the investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq re-started before the patient's plan was sent to the machine for treatment. A few minutes before mosaiq re-started, the following message was noted in the ndicom log: 'timed out waiting on network partner'. The patient's treatment delivery and recording were not affected after the application re-started. There was no mistreatment to the patient and all the deliveries were correctly recorded in mosaiq.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq crashed when recording fractionation.